Event description:
Pt diagnosed with als was on the synchrony device. The doctors suggested to the family that the pt should use an invasive ventilator but the pt did not want to be trached. The pt was using the device in their home for an unknown length of time. They were taken off of the device to have their face wiped down, mask was removed and the device was turned off. When the pt was put back onto the device the device would not turn on. It is unknown as to how long the pt was off of the device. Also, it is unknown at this time if the device had any error codes or if any alarms sounded. The pt later expired. Serial number and model number are not known at this time. The synchrony is intended to provide nonivasive ventilation in adult patients (>30 kg) for the treatment of respiratory insufficiency (a condition in which the pt can continue without ventilation for some period, such as overnight) or obstructive sleep apnea.